Event description:
A piece of the wound retractor measuring 3mm that was torn off by the grasper. The device worked as it should. The staff described medical doctor grabbing the bag right under the green ring with a grasper and a piece of the bag tore off and dropped into the abdomen.